Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer states "red solid x and chirp and dev error/service req'd inop at power on". No report of pt involvement.